Manufacturer narrative:
The insulin pump passed all functional testing, including idle current test, run current test, self -test, off no power test, unexpected restart error test, basic occlusion test, occlusion test, prime test, excessive no delivery test, displacement test and rewind test. No alarm, excessive no delivery alarm or vibration anomaly noted during testing. The insulin pump was received with minor scratched display window, cracked battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported of software error and vibrator anomaly. The customer's blood glucose level was 26.1mmol/l at the time of the incident. The customer stated that they woke up with software error which they have never seen before. The customer reported the high readings were due to eating. The customer reported multiple issues with the pump alarming no delivery. The customer stated that the alarm did not occur during priming. The product was returned for analysis.